Event description:
It was reported by a svc report that the head end of the beds were stuck in an elevated position and the gatch would not function. No pt involvement or adverse consequences have been reported.